Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Review of the controller log files revealed four (4) controller power-ups with associated motor start events, logged on (B)(6)2021 at 20:36:26, (B)(6)2021 at 18:03:40, (B)(6)2021 at 05:45:22 and (B)(6)2021 at 14:27:39. The controller was without power for 11 seconds, 13 seconds, 7 seconds and 12 seconds, respectively. Multiple momentary disconnections were noted leading up to the losses of power. There is no evidence that a power source lubrication procedure was performed on two associated devices. A power source lubrication procedure was performed on two power sources in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2018 to mitigate the reported conditions. As a result, the reported event was confirmed. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA r00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, implanted (B)(6) 2016 ; 693558 lead - implanted (B)(6) 2016 ; 1103 vad - implanted (B)(6) 2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient weight, initial reporter information, and device disposition of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had unexpected losses of power. The controller remains in use. No patient complications have been reported as a result of this event.